Event description:
A us distributor reported that a patient was experiencing :"add gel" and adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The failure was isolated to the ECG "c&d" cable was damaged at the j501 connector. Additionally, the gel fire wires were not connected to the distribution node (dn) causing the "add gel" messages. The root cause for damaged cables was physical abuse. No adverse event resulted from the damaged belt.